Event description:
Physician reports that one of the pts had the essure procedure on (B) (6) 2008. Hsg on (B) (6) 2008 states: bilateral tubal occlusion by the essure devices. An ultrasound demonstrated no gestational sac, so possible early or ectopic pregnancy. The hcg level was 300. Pt treated with methotrexate because she wanted to consulting review of the original hsg notes that uterus appears either severely anteverted or retroverted. The left device is in the tube with occlusion. The right is more difficult to assess because it is distally placed; moreover, contrast does not fill the tube or meet the tip of the proximal end of the microinsert, thus device location cannot accurately be evaluated. Physician performed a laparoscopic tubal ligation and confirmed the ectopic pregnancy. The ectopic mass was at the fimbrial end where some adhesions occurred attaching the fimbrial end of the fallopian tube to the omentum. He noted that the micro-inserts were within the fallopian tubes but one of the micro-inserts may have been located distally; he does not know if it was more or less than 30 mm from the cornua. The pt is doing fine post operatively. Initial complaint received 11/24/2008; reportable info received 01/13/2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).